Manufacturer narrative:
An epidural catheter and a flat filter and epifuse connector were returned. The sample catheter was found to have blood on it, indicating it had been used. As a result of observing the catheter, we found that the inner cavity was clogged with a white substance 12 to 15 cm from the connector tip. With each component still connected, we injected water with a syringe and confirmed that no water flowed. We then confirmed that water flowed without any problems with the flat filter alone and the epifuse connector alone. We connected the epifuse connector of the stored sample to the returned catheter and injected water, but we also confirmed that no water flowed. The reported event was confirmed. Observation of the catheter suggests that the reason the drug did not flow is due to clogging of the catheter. As the event occurred while the product was in use, it is possible that the catheter became clogged due to blockage of the medicinal solution during use. B3. Date of event: month and year of event have been provided, but day is unknown.

Event description:
It was reported that after connecting the catheter and connector the customer tried to send fluid, but it failed. After the surgery, the doctor tried the same thing and was able to pump fluid. There wero no patient harm or adverse events reported.